Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
It was reported that the o2 gas supply was not stable. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and returned for investigation. Simulated test use of the returned o2 gas module in a ventilator could reproduce the same gas supply test failure. The performed pre-use check failed with gas supply test, breathing safety valve test, safety valve test, o2 cell/sensor test and flow transducer test. A closer investigation of the returned part revealed that the spring of the nozzle unit inside the gas module was broken. The reason that lead to the breakage of the nozzle spring was due to lack of maintenance. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release.

Event description:
It was reported that the ventilator's o2 supply was unstable. There was no patient harm. Manufacturer's ref.#: (B)(4).